Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the rns (remote network station or remote monitoring system) crashed and would not power back on. An exchange unit is being shipped to the customer. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. The unit was evaluated and the reported problem of no display was duplicated. The customer has been sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the rns (remote network station or remote monitoring system) crashed and would not power back on. An exchange unit is being shipped to the customer. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reports that the rns (remote network station or remote monitoring system) crashed and would not power back on.